Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2016, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer to assist her to clean and lubricate the cup presence sensor assembly. The customer was subsequently able to run patient samples and verify proper cup pick-up. No further issues were noted. No further action required was required by field service. The most probable cause of the reported event was due to a dirty cup presence sensor.

Event description:
On (B)(6) 2016, the customer reported receiving "error 2161 c trans pickup failure" with their aia-900 refurbished analyzer. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.